Event description:
According to the reporter: the device could not fix well with the eeaxl instrument. The pt involved without injury. Surgery time was extended by 30mins or more.

Manufacturer narrative:
(B)(4).